Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - +(B)(6).

Event description:
It was reported that the machine was not booting up. There was no patient involvement reported at the time of the event, no patient or user harm reported. The service engineer reported that there was a white display appearing, which required the replacement of the pcba vga controller board. The se replaced the vga board to resolve the issue. The se checked the system, and all functions were found functioning as intended. The device was handed over to the customer in good working condition.